Manufacturer narrative:
We receive one single dpt kit model px260 for examination. Priming solution was visible inside of the kit. The reported event was not confirmed. The dpt sensor zeroed and sensed pressure accurately on the pressure monitor. Electrical testing showed that both input and output impedance of the dpt sensor were within specifications. Zero-offset also met specification. However leakage was detected at the dpt flush device during a pressure test. Leakage occurred through a hole which was at the middle of what appeared to be a misformed area on the poppet. The hole was round in shape and approximately 0.015" diameter. The misformed area also appeared round and approximately 0.08" diameter. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the pressure transducer would not measure pressure on the pressure monitor during use. No patient complications were reported.